Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 20 days postoperatively of the caesarian section, the incision was sutured with the synthetic absorbable surgical suture, and it was found that the suture was protruding from the lower part of the incision, accompanied by yellow exudate. The suture was removed with dressing forceps, and it was found that the lower part of the incision was not healed well and was yellow and watery, and the suture was visible. The suture was removed, and the dressing was changed daily. Moreover, after another 34 days, the incision gradually healed and scabbed, and the dressing was stopped.